Manufacturer narrative:
As reported by the sales rep, the patient developed a hematoma immediately after the sealant was deployed which resulted in the patient being admitted to the hospital. The patient was lying flat when the bleeding started. The hospitalization was extended for 24 hours. The hematoma was greater than 6cm. The device was stored per the labeling and opened in a sterile field. The mynx vcd was used in an interventional peripheral procedure. The procedure used a retrograde approach. The deployer¿s mynx training status was mynx certified. The patient had a medical history of carotid artery stenosis & critical limb ischemia. A non-cordis balloon catheter and sheath introducer were used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was mid common femoral. There was a minimal presence of pvd / calcium in the vicinity of the puncture site. A non-cordis anticoagulant was used. The patient¿s international normalized ratio (inr) was not greater than 1.5. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device prior to this procedure. There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were two sheath exchanges. The procedural sheath that was used was not greater than 7f. There were no multiple stick attempts made before intravascular access was achieved. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick). The puncture site was not below the bifurcation (low stick). There was no posterior wall puncture. Hemostasis was successfully achieved with another device. The patient was in stable condition and recovered after the mynx event. The device was not returned for analysis. A product history record (phr) review of lot f2002901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿hematoma¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. Hematomas are a known complication of this procedure and listed in the instructions for user (IFU) as such. It is possible that patient factors, pharmacological factors or procedural factors may have contributed to the reported event. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. Neither the phr review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time.

Event description:
As reported by the sales rep, the patient developed a hematoma immediately after the sealant was deployed which resulted in patient being admitted to the hospital. The patient was lying flat when the bleeding started. Hospitalization was extended for 24 hours. Hematoma was greater than 6cm. Hemostasis was successfully achieved with another device. The patient was in stable condition and recovered after the mynx event. The device was stored per the labeling and opened in a sterile field. The mynx vcd was used in an interventional peripheral procedure. The procedure used a retrograde approach. The deployer¿s mynx training status was mynx certified. The patient had medical history of carotid artery stenosis & critical limb ischemia. A non-cordis balloon catheter and sheath introducer was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was mid common femoral. There was a minimal presence of pvd / calcium in the vicinity of the puncture site. A non-cordis anticoagulant was used. The patient¿s international normalized ratio (inr) was not greater than 1.5. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There was two sheath exchanges. The procedural sheath that was used was not greater than 7f. There were no multiple stick attempts made before intravascular access was achieved. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick). The puncture site was not below the bifurcation (low stick). There was no posterior wall puncture. The device will be not be returned for evaluation because it was discarded by the site.